Event description:
It was reported that the patient experienced low oxygen output wherein the patient sats were at 78 while visiting the doctor's office. In turn, the patient was admitted to the hospital. Reportedly, the patient was diagnosed with pneumonia.

Manufacturer narrative:
An internal investigation was initiated to determine the cause of the malfunction. The oxygen concentration percentage less than 82% for 15 to 30 minutes while system state is normal, and breaths are actively being detected (error 5 low oxygen error). The mount plate was torn due to the compressor vibration. As a result, the mount plate was replaced and the unit was recalibrated.